Event description:
Customer called regarding the meter allegedly giving incomplete numbers. The customer felt shaky and numbness around the mouth. They took insulin. There was no evidence of an adverse event, based on the info provided. The meter was replaced due to an unresolved issue.